Manufacturer narrative:
Hosp contact stated, that this unit had been out of service for some time, before it was used in this procedure. Dr used it in a procedure after this incident and there were no problems reported. It was tested after the procedure by a biotech, and again was found to be functioning well. Contact stated they needed more training on the unit; an in-service was scheduled and carried out.